Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient had discomfort with the implant over a period of time in the area where they  feel the stimulation, in that they have difficulty sitting for long periods. They also reported that when their daughter was near them and wearing an apple watch, patient would get shocking sensations, to the point the daughter has to take watch off. No known known. The patient has tried different programs and no change and also had 2/3 weeks with it switched off. They reported that this appeared to make it worse. Manufacturer representative (rep) stated that have reduced the pulse rate to 150 to see if that helps.

Manufacturer narrative:
H6. Patient codes (ime/annex e): added e2330 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial#(B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the change in pulse width has not altered anything. It turns out that the patient, despite being shown several times by the hcp, has tried switching the device off to see if that changes anything. They had turned the handset off only, thinking that switched the device off. The hcp has now switched off the device and will follow the patient up in a week or so, to see if anything has changed. If no change, the patient will be sent to see the surgeon, to discuss removal.